Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Event description:
It was reported that a pediatric patient underwent a cardiovascular procedure on (B)(6) 2015 and suture was used. During the procedure, an echocardiography was performed after the repair of the defect to observe the flow and if there was adequate systemic perfusion. The surgeon began to see a ventricular escape where the patch was placed, and this escape increased size. The suture had burst. The surgeon put the patient back on the heart-lung machine, removed the suture and repositioned the patch with a new suture. Additional information has been requested.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.